Event description:
The pt underwent a single stage, bilateral skin sparing mastectomy with veritas collagen matrix implants in each breast on (B)(6) 2011. The surgeon placed one drain laterally in each breast for a duration of 6 days. The physician noticed redness in both breasts. On (B)(6) 2011, the pt required a second surgery in the right breast and then in the left breast on (B)(6) 2011 due to skin rupture with exposure of the implant. It was noted that the veritas collagen matrix implant was almost indistinguishable, but approximately 1cm from above the suture line there was a hole and around that there were a lot of red spots. It was reported that there were no signs of allergy, inflammation, necrosis or infection. A medical device report was submitted for the second device involved in this case, MFR report number 2183620-2012-00002.

Manufacturer narrative:
No product was returned for evaluation, as the device remains implanted. The device history record was reviewed. According to the device history record, the device met specifications at the time of manufacture.